Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the response buttons were not working properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work properly) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is defective response buttons switches. The root cause for the defective switches cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.